Event description:
It was learned through implant patient registry that a 3300tfx 23mm aortic valve was explanted and replaced with a 11500a 23mm valve after an implant duration of nine years and nine months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: attempts have been made to obtain missing information; however, to date, no response has been received. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Device was discarded.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was most likely due to patient factors.

Event description:
It was learned through implant patient registry and investigation a 3300tfx 23mm aortic valve was explanted after implant duration of nine (9) years, nine (9) months, due to stenosis. The patient presented with shortness of breath and chest pain. The explanted device was replaced with 23mm 11500a aortic valve. The patient was stable at the end of the procedure.